Event description:
The customer reported that her acuity central monitoring system does not show any patients connected and has a white display with a blue square dot on it.

Manufacturer narrative:
A supplement report will be filed when we have more information about this issue.